Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excessive pain') and embedded device ('one of the devices was noted to have migrated and was found in the wall of the uterus') in an adult female patient who had essure (batch no. B06102) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("heavy period"), dysmenorrhoea ("painful periods"), discomfort ("discomfort"), feeling abnormal ("brain fog"), fatigue ("constant tiredness and fatigue") and candida infection ("recurrent trush infections"). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, discomfort, feeling abnormal, fatigue and candida infection outcome was unknown. The reporter considered candida infection, discomfort, dysmenorrhoea, embedded device, fatigue, feeling abnormal, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc, update of FDA codes, event pelvic pain upgraded to incident. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excessive pain') and embedded device ('one of the devices was noted to have migrated and was found in the wall of the uterus') in an adult female patient who had essure (batch no. B06102) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("heavy period"), dysmenorrhoea ("painful periods"), discomfort ("discomfort"), feeling abnormal ("brain fog"), fatigue ("constant tiredness and fatigue"), candida infection ("recurrent trush infections"), mood altered ("moody around ovulation date"), hyperhidrosis ("sweats") and sleep disorder ("broken sleep"). The patient was treated with surgery (laparoscopic hysterectomy leaving ovaries (B)(6) 2019). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, embedded device, menorrhagia, dysmenorrhoea, discomfort, feeling abnormal, fatigue, candida infection, mood altered, hyperhidrosis and sleep disorder outcome was unknown. The reporter considered candida infection, discomfort, dysmenorrhoea, embedded device, fatigue, feeling abnormal, hyperhidrosis, menorrhagia, mood altered, pelvic pain and sleep disorder to be related to essure. The reporter commented: eight months post op ((B)(6) 2019, she had tests due to moods around ovulation, sweats, broken sleep, but they came back ok diagnostic results (normal ranges are provided in parenthesis if available): investigation - in december 2019: eight months post op she tests due to moods around ovulation, sweats, broken sleep: unremarkable. Most recent follow-up information incorporated above includes: on (B)(6) 2020: consumer posted eight months post op she had tests due to moods around ovulation, sweats, broken sleep, but they came back ok (3 events added) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('suspected essure coil in the endometrium/ left essure coil is trailing into the endometrium\migration/perforation') in an adult female patient who had essure (batch no. B27983) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia, hypothyroidism, gravida ii, parity 2 and autoimmune disorder. Concurrent conditions included bleeding genital, per vaginal bleeding, vaginal bleeding, dysmenorrhea, dyspareunia, ovarian cyst, menses irregular, adenomyosis, chronic cervicitis and right lower quadrant pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("bleeding"), menorrhagia ("menorrhagia") and ovarian cyst ("left ovarian cyst"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy, left ovarian cystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, menorrhagia and ovarian cyst outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain and uterine perforation to be related to essure. The reporter commented: insertion details, specify-the device was in good position with right trailing coils on the 3 side. A similar fashion was used on the opposite side with left trailing coils on the 13 side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: category 1 tubal occlusion on the right and category 1 tubal occlusion on the left; on (B)(6) 2018: patient had a normal uterine cavity with normal size. Bilateral tubes revealed occlusion at the cornual edge]. Pathology test - on (B)(6) 2018: chronic cervicitis, hemorrhagic corpus luteum cyst and left ovarian cyst. Lot number: b27983, manufacturing date:2013-04, expiration date:2016-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excessive pain / localized pain'), embedded device ('one of the devices was noted to have migrated and was found in the wall of the uterus'), pelvic inflammatory disease ('pelvic inflammatory disease') and adenomyosis ('adenomyosis') in an adult female patient who had essure (batch no. B06102) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included termination of pregnancy on (B)(6) 2012, parity 3, lower abdominal pain and adnexa uteri cyst. Previously administered products included for an unreported indication: mirena. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criterion medically significant), heavy menstrual bleeding ("heavy period/abnormal bleeding"), dysmenorrhoea ("painful periods"), discomfort ("discomfort"), the first episode of feeling abnormal ("brain fog"), fatigue ("constant tiredness and fatigue"), recurrent thrush ("recurrent trush infections"), mood altered ("moody around ovulation date"), hyperhidrosis ("sweats"), middle insomnia ("broken sleep"), bacterial vaginosis ("bacteria vaginosis"), the second episode of feeling abnormal ("brain fog"), amnesia ("memory loss"), genital haemorrhage ("heavy/abnormal bleeding") and thrush ("thrush"). The patient was treated with enoxaparin and surgery (laparoscopic hysterectomy, laparoscopic hysterectomy leaving ovaries (B)(6) 2019 and total laparoscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, bacterial vaginosis, the last episode of feeling abnormal, amnesia, genital haemorrhage and thrush had resolved and the embedded device, pelvic inflammatory disease, heavy menstrual bleeding, dysmenorrhoea, discomfort, fatigue, recurrent thrush, mood altered, hyperhidrosis and middle insomnia outcome was unknown. The reporter considered adenomyosis, amnesia, bacterial vaginosis, discomfort, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding, hyperhidrosis, middle insomnia, mood altered, pelvic inflammatory disease, pelvic pain, recurrent thrush, the first episode of feeling abnormal, thrush and the second episode of feeling abnormal to be related to essure. The reporter commented: eight months post op ((B)(6) 2019), she had tests due to moods around ovulation, sweats, broken sleep, but they came back ok. According to the medical records, essure was removed due to adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - in (B)(6) 2019: eight months post op she tests due to moods around ovulation, sweats, broken sleep: unremarkable. Lot number: b06102. Manufacturing date: 2013-03. Expiration date: 2016-03-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-oct-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("excessive pain / localized pain"), embedded device ("one of the devices was noted to have migrated and was found in the wall of the uterus"), pelvic inflammatory disease ("pelvic inflammatory disease") and adenomyosis ("adenomyosis") in an adult female patient who had essure inserted (lot no. B06102) for contraception. Additional non-serious events are detailed below. The patient had a medical history of termination of pregnancy in 2012 and adnexa uteri cyst, lower abdominal pain and parity 3. Previously administered products included: mirena. On 14-apr-2014, the patient had essure inserted. Essure was removed on 20-apr-2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), pelvic inflammatory disease (seriousness criteria medically important and intervention required), adenomyosis (seriousness criterion medically important), heavy menstrual bleeding ("heavy period/abnormal bleeding"), dysmenorrhoea ("painful periods"), discomfort ("discomfort"), a first episode of feeling abnormal ("brain fog"), fatigue ("constant tiredness and fatigue"), recurrent thrush ("recurrent trush infections"), mood altered ("moody around ovulation date"), hyperhidrosis ("sweats"), middle insomnia ("broken sleep"), bacterial vaginosis ("bacteria vaginosis"), a second episode of feeling abnormal ("brain fog"), amnesia ("memory loss"), genital haemorrhage ("heavy/abnormal bleeding") and thrush ("thrush"). The patient was treated with enoxaparin as well as surgery (laparoscopic hysterectomy leaving ovaries 20-apr-2019, laparoscopic hysterectomy and total laparoscopic hysterectomy). At the time of the report, the pelvic pain, latest episode of feeling abnormal, bacterial vaginosis, amnesia, genital haemorrhage and thrush had resolved. The outcomes for embedded device, pelvic inflammatory disease, heavy menstrual bleeding, dysmenorrhoea, discomfort, fatigue, candida infection, mood altered, hyperhidrosis and middle insomnia were unknown. The reporter considered adenomyosis, amnesia, bacterial vaginosis, recurrent thrush, thrush, discomfort, dysmenorrhoea, embedded device, fatigue, the first episode of feeling abnormal, the second episode of feeling abnormal, genital haemorrhage, heavy menstrual bleeding, hyperhidrosis, middle insomnia, mood altered, pelvic inflammatory disease and pelvic pain to be related to essure administration. The reporter commented: eight months post op (dec-2019), she had tests due to moods around ovulation, sweats, broken sleep, but they came back ok. According to the medical records, essure was removed due to adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): [investigation] in december 2019: eight months post op she tests due to moods around ovulation, sweats, broken sleep: unremarkable lot number: b06102 manufacturing date: 2013-03 expiration date: 2016-03-31. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 11-oct-2022: medical records received. Reporter information, patient medical history, event: pelvic inflammatory disease added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excessive pain') and embedded device ('one of the devices was noted to have migrated and was found in the wall of the uterus') in an adult female patient who had essure (batch no. B06102) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("heavy period"), dysmenorrhoea ("painful periods"), discomfort ("discomfort"), feeling abnormal ("brain fog"), fatigue ("constant tiredness and fatigue"), candida infection ("recurrent trush infections"), mood altered ("moody around ovulation date"), hyperhidrosis ("sweats") and sleep disorder ("broken sleep"). The patient was treated with surgery (laparoscopic hysterectomy leaving ovaries (B)(6) 2019). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, embedded device, menorrhagia, dysmenorrhoea, discomfort, feeling abnormal, fatigue, candida infection, mood altered, hyperhidrosis and sleep disorder outcome was unknown. The reporter considered candida infection, discomfort, dysmenorrhoea, embedded device, fatigue, feeling abnormal, hyperhidrosis, menorrhagia, mood altered, pelvic pain and sleep disorder to be related to essure. The reporter commented: eight months post op (B)(6) 2019), she had tests due to moods around ovulation, sweats, broken sleep, but they came back ok. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - in (B)(6) 2019: eight months post op she tests due to moods around ovulation, sweats, broken sleep: unremarkable. Most recent follow-up information incorporated above includes: on 23-mar-2020: consumer posted eight months post op she had tests due to moods around ovulation, sweats, broken sleep, but they came back ok (3 events added). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excessive pain') and embedded device ('one of the devices was noted to have migrated and was found in the wall of the uterus') in an adult female patient who had essure (batch no. B06102) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("heavy period"), dysmenorrhoea ("painful periods"), discomfort ("discomfort"), feeling abnormal ("brain fog"), fatigue ("constant tiredness and fatigue"), candida infection ("recurrent trush infections"), mood altered ("moody around ovulation date"), hyperhidrosis ("sweats") and middle insomnia ("broken sleep"). The patient was treated with surgery (laparoscopic hysterectomy leaving ovaries (B)(6) 2019). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, embedded device, menorrhagia, dysmenorrhoea, discomfort, feeling abnormal, fatigue, candida infection, mood altered, hyperhidrosis and middle insomnia outcome was unknown. The reporter considered candida infection, discomfort, dysmenorrhoea, embedded device, fatigue, feeling abnormal, hyperhidrosis, menorrhagia, middle insomnia, mood altered and pelvic pain to be related to essure. The reporter commented: eight months post op (B)(6) 2019), she had tests due to moods around ovulation, sweats, broken sleep, but they came back ok. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - in december 2019: eight months post op she tests due to moods around ovulation, sweats, broken sleep: unremarkable. Lot number: b06102 manufacturing date: 2013-03 expiration date: 2016-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excessive pain'), embedded device ('one of the devices was noted to have migrated and was found in the wall of the uterus') and adenomyosis ('adenomyosis') in an adult female patient who had essure (batch no. B06102) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included termination of pregnancy on (B)(6) 2012 and parity 3. Previously administered products included for an unreported indication: mirena. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criterion medically significant), menorrhagia ("heavy period"), dysmenorrhoea ("painful periods"), discomfort ("discomfort"), feeling abnormal ("brain fog"), fatigue ("constant tiredness and fatigue"), candida infection ("recurrent trush infections"), mood altered ("moody around ovulation date"), hyperhidrosis ("sweats") and middle insomnia ("broken sleep"). The patient was treated with enoxaparin and surgery (laparoscopic hysterectomy leaving ovaries (B)(6) 2019 and total laparoscopic hysterectomy). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, embedded device, menorrhagia, dysmenorrhoea, discomfort, feeling abnormal, fatigue, candida infection, mood altered, hyperhidrosis and middle insomnia outcome was unknown. The reporter considered adenomyosis, candida infection, discomfort, dysmenorrhoea, embedded device, fatigue, feeling abnormal, hyperhidrosis, menorrhagia, middle insomnia, mood altered and pelvic pain to be related to essure. The reporter commented: eight months post op (B)(6) 2019), she had tests due to moods around ovulation, sweats, broken sleep, but they came back ok. According to the medical records, essure was removed due to adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - in (B)(6) 2019: eight months post op she tests due to moods around ovulation, sweats, broken sleep: unremarkable. Lot number: b06102 manufacturing date: 2013-03 expiration date: 2016-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: medical records received. Information added: reporters, medical history, treatment drug and event adenomyosis. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excessive pain / localized pain'), embedded device ('one of the devices was noted to have migrated and was found in the wall of the uterus'), device dislocation ('one of the devices was noted to have migrated and was found in the wall of the uterus') and adenomyosis ('adenomyosis') in an adult female patient who had essure (batch no. B06102) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included termination of pregnancy on (B)(6) 2012 and parity 3. Previously administered products included for an unreported indication: mirena. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), adenomyosis (seriousness criterion medically significant), menorrhagia ("heavy period"), dysmenorrhoea ("painful periods"), discomfort ("discomfort"), the first episode of feeling abnormal ("brain fog"), fatigue ("constant tiredness and fatigue"), recurrent thrush ("recurrent trush infections"), mood altered ("moody around ovulation date"), hyperhidrosis ("sweats"), middle insomnia ("broken sleep"), bacterial vaginosis ("bacteria vaginosis"), the second episode of feeling abnormal ("brain fog"), amnesia ("memory loss"), genital haemorrhage ("heavy/abnormal bleeding") and thrush ("thrush"). The patient was treated with enoxaparin and surgery (laparoscopic hysterectomy leaving ovaries (B)(6) 2019 and total laparoscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device dislocation, bacterial vaginosis, the last episode of feeling abnormal, amnesia, genital haemorrhage and thrush had resolved and the embedded device, menorrhagia, dysmenorrhoea, discomfort, fatigue, recurrent thrush, mood altered, hyperhidrosis and middle insomnia outcome was unknown. The reporter considered adenomyosis, amnesia, bacterial vaginosis, device dislocation, discomfort, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, hyperhidrosis, menorrhagia, middle insomnia, mood altered, pelvic pain, recurrent thrush, the first episode of feeling abnormal, thrush and the second episode of feeling abnormal to be related to essure. The reporter commented: eight months post op (B)(6) 2019, she had tests due to moods around ovulation, sweats, broken sleep, but they came back ok. According to the medical records, essure was removed due to adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - in (B)(6) 2019: eight months post op she tests due to moods around ovulation, sweats, broken sleep: unremarkable. Lot number: b06102, manufacturing date: 2013-03, expiration date: 2016-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: the follow information were updated: pregnant was updated from unknown to no; essure stop date from (B)(6) 2019; event added bacteria vaginosis, memory loss, brain fog, heavy/abnormal bleeding, thrush, one of the devices was noted to have migrated and was found in the wall of the uterus (migration); outcome excessive pain / localized pain was updated from unknown to recovered/resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("excessive pain / localized pain"), embedded device ("one of the devices was noted to have migrated and was found in the wall of the uterus"), pelvic inflammatory disease ("pelvic inflammatory disease") and adenomyosis ("adenomyosis") in an adult female patient who had essure inserted (lot no. B06102) for contraception. Additional non-serious events are detailed below. The patient had a medical history of termination of pregnancy in 2012 and adnexa uteri cyst, lower abdominal pain and parity 3. Previously administered products included: mirena. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), pelvic inflammatory disease (seriousness criteria medically important and intervention required), device expulsion ("one of the devices was noted to have migrated and was found in the wall of the uterus"), adenomyosis (seriousness criterion medically important), heavy menstrual bleeding ("heavy period/abnormal bleeding"), dysmenorrhoea ("painful periods"), discomfort ("discomfort"), foggy feeling in head ("brain fog"), fatigue ("constant tiredness and fatigue"), recurrent thrush ("recurrent trush infections"), mood altered ("moody around ovulation date"), hyperhidrosis ("sweats"), middle insomnia ("broken sleep"), bacterial vaginosis ("bacteria vaginosis"), brain fog ("brain fog"), amnesia ("memory loss"), genital haemorrhage ("heavy/abnormal bleeding"), thrush ("thrush"), dyspareunia ("dyspareunia"), device intolerance ("nability to tolerate the device"), mental disorder ("psychological issues"), mood swings ("mood swing"), abdominal distension ("bloating"), vaginal discharge ("excessive vaginal discharge"), abdominal pain ("abdominal pain") and polymenorrhoea ("frequent periods"). The patient was treated with enoxaparin and tramadol as well as surgery (laparoscopic hysterectomy leaving ovaries (B)(6) 2019, laparoscopic hysterectomy and total laparoscopic hysterectomy). At the time of the report, the pelvic pain, bacterial vaginosis, brain fog, amnesia, genital haemorrhage and thrush had resolved and the heavy menstrual bleeding and abdominal pain had not resolved. The outcomes for embedded device, pelvic inflammatory disease, device expulsion, dysmenorrhoea, discomfort, brain fog, fatigue, candida infection, mood altered, hyperhidrosis, middle insomnia, dyspareunia, mental disorder, mood swings, abdominal distension, vaginal discharge and polymenorrhoea were unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, amnesia, bacterial vaginosis, foggy feeling in head, brain fog, recurrent thrush, thrush, device intolerance, discomfort, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding, hyperhidrosis, mental disorder, middle insomnia, mood altered, mood swings, pelvic inflammatory disease, pelvic pain, polymenorrhoea and vaginal discharge to be related to essure administration. No causality assessment was received for essure with regard to device expulsion. The reporter commented: eight months post op (dec-2019), she had tests due to moods around ovulation, sweats, broken sleep, but they came back ok. According to the medical records, essure was removed due to adenomyosis. Discrepancy noted in essure removal date: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): [investigation] in december 2019: eight months post op she tests due to moods around ovulation, sweats, broken sleep: unremarkable lot number: b06102 manufacturing date: 2013-03 expiration date: 2016-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-jan-2024: medical record received. New events inability to tolerate the device, dyspareunia, psychological issues, ; mood swings, bloating, vaginal discharge, abdominal pain & frequent periods were added. Reporter information & medical history updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of the devices was noted to have migrated and was found in the wall of the uterus') in an adult female patient who had essure (batch no. B06102) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), fatigue ("constant tiredness and fatigue"), candida infection ("recurrent trush infections"), menorrhagia ("heavy period"), dysmenorrhoea ("painful periods"), pelvic pain ("excessive pain") and discomfort ("discomfort"). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed in (B)(6) 2019. At the time of the report, the feeling abnormal, fatigue, candida infection, menorrhagia, dysmenorrhoea, pelvic pain and discomfort outcome was unknown. The reporter considered candida infection, discomfort, dysmenorrhoea, embedded device, fatigue, feeling abnormal, menorrhagia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 30-jul-2019: on (B)(6) 2019 it was discovered that the case (B)(4) was created with wrong wucin and it was deleted from argus database. This new case was created and all information was transferred to this remaining case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.